Event description:
The pt was received by the hospital in cardiogenic shock. Percutanious cardiopulmonary bypass was initiated as pt had no cardiac output ane was in ventricular fibrillation. Approx. 16 1/2 hrs later, leakage was noted from the pump. The device was changed out. The pt passed away; however, the physician stated that the device change-out did not cause or contribute to the pt's death. Co's labeling for the device indicates that the pump should be changed at least every 6 hrs.